Event description:
It was reported that during the procedure, the fiber began forward firing after 8,663 joules. The procedure was completed using another of the same device. There were no patient complications reported.